Event description:
It was reported this was a planned aui case. The clinician planned and successfully completed the aui approach utilizing two trunk-ipsilateral components. This was a planned deviation. The pt is doing fine. There were no allegations of deficiency made related to the excluder bifurcated endoprosthesis device.